Event description:
An optometrist report pt with trace diffuse lamellar keratitis (dlk) of the right eye at one day post-operative lasik visit. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).